Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported issue via system logs but could not reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments on surgeon side console. During visual inspection, fa found scratches on the top cover. The heat sink had faded paint.

Event description:
It was reported that during a da vinci-assisted aortic valve resection surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator shut down during use. There were no errors or messages in the log. The user continued and completed the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. The fse found error c-92 while doing the test drive onsite which refer to a hf current failure, but the issue was not able to be reproduced during failure analysis. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Event description:
Refer to h11 for follow-up information.